Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2009, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2009. Date of issue and insertion is an approximation. The reaction was located on the patient's stomach and was described as irritated and red. The patient stated that she does not remember exact date but she stated that in the month of (B)(6) of 2009 she had a rash on her stomach and on one of her routine checkups with her doctor he recommended wearing the sensor on her leg. The doctor had told the patient that she might have had an allergic reaction from the sensor. The patient was not prescribed anything and skin reaction subsided after approximately 5 days. The patient also stated that she does not believe that sensor caused skin reaction because since the event she has not had another skin reaction. At the time of contact, the patient was stable. No additional event or patient information was provided.